Event description:
It was reported that during the procedure, an intravascular ultrasound catheter (ivus) was advanced over a hi-torque balance middleweight universal ii guide wire (gw) with resistance felt from an unspecified guiding catheter. The distal tip of the gw unraveled and was removed from the anatomy intact a non-abbott guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire experienced difficulty during advancement with a balloon catheter. Factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the guide wire, when resistance was encountered, contributed to the reported core break and stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event: estimated d4 - primary UDI number: the UDI is not known as the part and lot number were not provided.